Event description:
Refrence number (B)(4). Event occured in colombia. It was reported that the patient experienced an adhesive malfunction on (B)(6) 2026 after the infusion set was accidentally pulled by the patient. No further information is available.